Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: during a planned removal of plates and screws from left elbow, the 2.4 mm stardrive end of the screwdriver broke off inside of the screw that secures the plate in place. Reportedly it is unknown if the plates and screws are synthes hardware. The plates and screws were removed with alternative equipment and the procedure was completed. The patients fracture was healed.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation coordinated by synthes (B)(4). Report received indicates the dimensions of the broken tip cannot be checked as the broken fragment was not sent back for investigation and the remaining part of the stardrive is twisted counter-clockwise. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard for stainless steel. The fracture face is homogenous, which indicates material conformity and has the typical view of a forced rupture. Based on the appearance of the tip we assume that a mechanical overload during the extraction of a possibly blocked screw caused the breakage.